Event description:
Per the audiologist, in 2008, while riding in an elevator the patient reported a "shock" after pressing an elevator button. After the incident the patient hard only static with slight but frequent shocks while using the device. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done two days later, showed normal electrode and receiver/stimulator function. However, during certain tests the patient reported painful shocks, so the tests could not be completed. The patient's device was explanted four days later, and a new device was reimplanted during the same surgery.